Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation of the returned pump, the alarm was reproduced during the rewind step. Testing was unable to verify all steps due to alarm. The failure is defined as language file corruption while retrieving the language text and the error is resident to flash chip. Unrelated to the complaint, the audio bolus button cover is damaged/punctured; unable to test response. Battery compartment crack below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.